Event description:
It was reported to gore that dr (B)(6) performed a laproscopic sleeve gastrectomy on (B)(6) 2014 using a gore seamguard bioabsorbable staple line reinforcement.. On (B)(6) 2014 a leak was identified. Physician states: "I have never been able to actually see the leak to tell you where it is in relation to seamguard or staple line. Still managing the leak."

Manufacturer narrative:
(B)(4).

Event description:
New information received from dr: follow up communication with the physician reported that during reoperation a leak was found posterior to the staple line. The patient is doing well.